Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii left ventricular assist system, serial number (B)(6). The report of thrombus could not be confirmed through this evaluation. Multiple attempts for additional information related to the reported event were sent to the account; however, no additional information was provided. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing, and the distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow conduit (bend relief, graft, and outlet elbow) was also returned attached to the pump. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut and bend relief hardware. The sealed inflow conduit and the outflow graft assemblies revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces also revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The relevant sections of the device history records (B)(6) ] were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for driveline serial number 62610 was also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate ii left ventricular assist system patient handbook, rev. C, are currently available. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous suspected thrombus event for this patient is reported in MFR. Report # 2916596-2016-01111.

Event description:
It was reported that the patient was transplanted due to known thrombus. The pump will be returned for evaluation.